Event description:
During an in-clinic follow-up, it was not possible to interrogate the device and there was no response when magnet was applied. Additionally, it was reported that the patient was experiencing episodes of syncope. The device was explanted and replaced to resolve the event. The patient was stable.